Manufacturer narrative:
(B) (4).

Event description:
The patient presented to the emergency department. The physician noted that the patient wasn't originally their patient. It was unknown when the patient started having problems. There were no symptoms reported related to the event. An abdominal x-ray was done and revealed a catheter fracture. The patient's catheter had a leak; the cause was unknown. The spinal segment of the catheter was replaced. The patient recovered fine following the revision. The device system was used to deliver compounded baclofen and clonidine.